Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient of the outpatient clinic, on (B)(6), 2026, the catheter is cured and then attends the infusion room, where when administering medication (ondansetron) presents pain in the extremity accompanied by edema, presuming leakage. Immediate removal of PICC line and new device inserted.